Event description:
It was reported that there were high impedances during surgery, but then they were all near 1200 after surgery during post-op. At the patient¿s follow appointment, there were high impedances on the left lead and the patient had pain on the right side. Then there was a loss of therapeutic effect on the right lead. There were readings >10000 ohms on electrode combinations with 7. There were repeating values of 5971 ohms on lead two (contacts 8-15). They re-ran impedances at 1.5v. Contact 7 showed 13854, and 8-15 had high values, but good therapy response. At 3v the impedance for 7 was 13000 and the rest were 2000-5000 ohms. A manufacturing representative (rep) checked that the numbering of the leads was not reversed. They were suggested to get an x-ray. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. (B)(4).